Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. Patient's mother was advised to test the alert functionality and reported alerts were not functional but receiver did vibrate. At the time of contact, the patient's mother did not report any injury or medical intervention.pediatric patient using an adult receiver against user's guide specifications.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors. An interior inspection was performed and the inspection passed. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.